Event description:
Received maude report #(B)(4), advising that during a laparoscopic sleeve gastrectomy procedure in conjunction w/peri-strips the stapler was being used to divide the length of the stomach and perform the sleeve gastrectomy. During the stapling the stapler had one misfire. The gastric pouch side appeared intact while the specimen side was completely left open. The open gastric portion was clipped closed as this was going to be removed. A 2-0 vicryl suture was run over the staple line on the pouch side as it could not be verified that the staples were not intact on this side. Three quarters of the sleeve was over sewn. There was no patient consequence. Device is available for return.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
.